Manufacturer narrative:
A ge service representative performed an on site investigation. The failure could not be duplicated. However, as a preventative measure, the collimator and flash nodes were calibrated. The system was tested and found to be working as intended and placed back into service.

Event description:
It was reported that on boot up of the 9800 system the collimator closed all the way. No patient injury reported.